Manufacturer narrative:
(B)(4) - distal to stent. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, 100% stenosed, de novo proximal right coronary artery (rca) an unspecified guide wire was placed and pre-dilatation with a unspecified non-compliant balloon catheter was completed without issue. A 3.0 x 48 mm xience xpedition stent was deployed proximally from the ostium. A 3.0 x 28 mm xience xpedition stent delivery system (sds) was advanced to cover the distal rca but it failed to cross through the proximally deployed fully apposed 3.0 x 48 mm xience xpedition stent. A 3.0 x 12 mm xience xpedition sds crossed through the 48 mm stent and was deployed at the posterior descending artery (pda) and posterior lateral artery (pla) bifurcation upwards in the rca. It was noted that a gap remained between the proximal 48 mm and the distal deployed 12 mm stents. The 3.0 x 28 mm xience xpedition sds was again used in an attempt to cross the proximal 48 mm stent but it could not cross the stent. While retrieving the 3.0 x 28 mm sds the balloon was removed but the stent had dislodged and was located in the ascending aorta. The stent was retrieved using a snare device with a lot of resistance difficulty; eventually the procedure was completed successfully without noted issue and the gap was not treated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.